Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported a false decreased sodium result when processing on the architect c16000. The following data was provided for sid (B)(6): sodium: 111 mmol/l and 142 mmol/l. Repeat duplicate analysis on the same analyzer generated results of 143 mmol/l and 143 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, troubleshooting, a review of service history, a search for similar complaints, and a review of product labeling. The field service representative (fsr) inspected the instrument and observed evidence of leakage on the r1a syringe plunger shaft and cuvette washer nozzle 1a. The fsr performed all syringe related quarterly maintenance, replaced the high concentration waste peristaltic pump tubing and cuvette dry tip, and verified the probe and mixer alignments. The service history of the instrument verifies no subsequent issues have been reported post service replacing the parts. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A search for similar complaints did not identify a trend related to the current complaint. A review of product historical data did not identify any trends or systemic issues. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.